Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported his doctor adjusted his basal rate fourteen days ago and then 4 days ago he noticed increased blood glucose level of 300 mg/dl. Pump show that no basal rate was programmed; he programmed the basal rate. No adverse event reported. Requested return of the alleged device for evaluation.